Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio did observe that during the keypad test, both the 12 lead and sync buttons would intermittently be stuck in the "on" position.  This observed issue could lead to an electrical short which has the potential to cause an inappropriate loss of power.   Physio then replaced both the main keypad and small keypad assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently power off by itself.  When this issue was observed, the device was not moving.  The customer further advised that they have tried using different batteries with the same results. There was patient use associated with the reported event; however, no further details about the patient or the event were provided.  Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.